Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify no deliver alarm/occlusion due to motor error alarms. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was receiving motor errors which required a total reset. The customer also reported that the insulin pump had unexplained no delivery alarms and necessitating set change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.